Manufacturer narrative:
Additional information received on december 10, 2017. Initial reporter name and address: has been updated with additional information received on december 12. 2017.

Event description:
It was reported to boston scientific corporation that a hot axios stent was used for an unknown indication during a procedure performed on an unknown date. According to the complainant, during the procedure, the stent could not be deployed. Additional information received on december 10, 2017: the indication for the procedure was bile duct drainage. During the procedure, the physician successfully deployed the first flange of the axios stent into the bile duct. However, when attempting to deploy the second flange, the physician could not maintain his view of the flange. Therefore, the procedure was aborted. According to the physician, the deployment issues were not a result of the axios stent being faulty and were more likely related to the physician's inexperience and difficult patient anatomy. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was used for an unknown indication during a procedure performed on an unknown date. According to the complainant, during the procedure, the stent could not be deployed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.